Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date, UDI number), h4, h6 (component codes, type of investigation, investigation findings, investigation conclusions). Any packaging non-conformance that results in a breach of the sterile package (i.e. Pinhole, tear or seal issue), has the potential to result in a serious infection. In this case, the product evaluation observed a 7mm tear in the packaging resulting in a breach of the sterile barrier. Damage to the tray or shelf box would not pass manufacturing inspections. The customer provided an image which shows the shelf box covered with bubble wrap inside a yellow plastic shipping bag. This specific shipping configuration used by the 3rd party distributor would provide less protection from the packaged being crushed compared to the ring shelf box being packed inside a corrugated box. Therefore, it is likely that the shelf box and tray were crushed during shipment. Based on the information available, a manufacturing defect has not been confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Customer report of damaged packaging was confirmed. The ring shelf box was compressed and torn along the upper and left side of the box exposing the internal content. IFU and implant card remained inside the shelf box. Ring tray was received within an opened bag. Ring tray was crushed in the lower left and upper right corners. The upper right corner of the ring tray had several scratches and it was broken due to a tear 7 mm in length. No damages were observed from the tyvek cover or the ring inside the tray. Pictures provided by the reporter are consistent with lab findings; however, yellow shipping packaging was not returned and the bag wrapping the ring tray, as it was received, matched the bag wrapping the ring shelf box in the reporter pictures. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported this ring model 4100m30 was delivered in a damaged packaging. The issue was discovered by the or coordinator. The ring was not used. Pictures were provided.